Manufacturer narrative:
Device not returned.

Event description:
Reportedly, after the heart-lung machine was removed, systolic pressure measurement value was approximately 100mmhg. On transesophageal echocardiography, morbility of the leaflet at right coronary cusp position was reduced. It was closed most of the time. Device remains implanted. Implant was in 2008. Customer requested a review of the device history. No additional information provided.